Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. During initial intake of the complaint, the complainant did not allege any malfunction relating to the trocar. It was noted that the surgeon is not a regular user of applied's trocars. As stated in the instructions for use (IFU), "potential complications associated with the use of fios first entry are the same as those associated with the use of surgical trocars, insufflation needles, and laparoscopic surgery in general and include, but are not limited to: superficial lesions, injury to internal vessels, bleeding, hematoma, injury to the abdominal wall, infection, peritonitis, and pre-peritoneal insufflation." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be provided upon completion of investigation.

Event description:
Laparoscopic cholecystectomy - "perforation of small bowel mesentery. Repaired with a clip" additional information received via email from sales representative on march 03, 2017: "the surgeon reported that it happened when inserting trocar." Additional information received via email from sales representative on march 07, 2017: "no reported patient injury noted, other than what was stated on report." Additional information received via email from clinical development on march 8, 2017: the rep "confirmed that the product met all specifications and did not malfunction in anyway. The surgeon is not a regular applied trocar user and the injury is attributed to user error." Type of intervention: "repaired with a clip." Patient status: "no reported patient injury noted, other than what was stated on report."